Event description:
A surgeon reports a damaged haptic was seen on the intraocular lens following insertion. Enlargement of the incision was necessary to accommodate removal and replacement of the lens. Sutures were required. The pt is doing well. The sutures were removed without any problems. Additional info has been requested.